Manufacturer narrative:
Device received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm and magnetic resonance imaging exposed anomaly due to buttons not responding. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error after troubleshooting. The customer's blood glucose value was 123 mg/dl at the time of incident. The customer was assisted with troubleshooting for motor error and reported that not able to clear the alarm. The customer was reported that the drive support cap was normal. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.